Manufacturer narrative:
The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "colonization by bacterias and seromas"

Event description:
Patient reported "they are affected by our protesis". Patient further reports explantation due to "colonization by bacterias and seromas". This relates to the right device.

Event description:
Patient reported "they are affected by our prothesis". Patient further reports explantation due to "colonization by bacterias and seromas". This relates to the right device.